Event description:
Healthcare professional reported rupture. Pfn states "according to ultrasound of mammary glands and during the surgery there were revealed defects of implant along the front walls of implant." Device has been explanted and replaced with non-abbvie device. Record relates to the right side.

Manufacturer narrative:
Device was not received. Photos received for analysis per date provided. Device photo analysis: visual analysis of the photographs identified: rupture: observed, opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported rupture. Pfn states "according to ultrasound of mammary glands and during the surgery there were revealed defects of implant along the front walls of implant." Device has been explanted and replaced with non-abbvie device. Record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 20dec2023.

Event description:
Healthcare professional reported right side rupture and defect of implant along the front walls of the implant. Device has been explanted and replaced.